Event description:
It was reported that a patient underwent a vaginal hysterectomy and a sling procedure in 2012. Post¿operatively the patient experienced an abscess and infection. It has been reported that during the initial procedure the vagina was perforated. The patient has since been experiencing, pain, bowel complications, and obturator and genito-femoral nerve damage.

Manufacturer narrative:
(B)(4) - infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 7/16/2019. (B)(4). Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on (B)(6) 2014, (B)(6) 2016 and (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2016.